Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. During a routine follow-up, the physician noted that the battery had decreased by two years since the previously follow-up approximately 13 months ago. Lead impedances and thresholds are stable. The minute ventilation feature is turned on, and pacing percentages are similar. It was also noted that the atrial tachy response mode had slightly increased. The patient is not pacemaker dependent. This device remains implanted and in service. No adverse patient effects were reported.